Manufacturer narrative:
During the device evaluation, it was confirmed that a bur had broken inside the attachment. The bur breaking could potentially have been caused by a number of factors including user applied side loading, bur exposure, running speed as well as attachment and drill conditions. The attachment is not a repairable device and will therefore not be returned to the user facility.

Event description:
It was reported that at the user facility, a bur broke off in the attachment. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that at the user facility, a bur broke off in the attachment. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The device has not been returned for analysis at this time. Additional information will be submitted when the device is received, and if additional information is received and requires reporting. (B)(4): the device has not been returned for analysis at this time.

Event description:
It was reported that at the user facility, a bur broke off in the attachment. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
(B)(4).